Event description:
**Update**(B)(4) 2013 - sales rep reported a revision procedure. The patient was revised to address pain and loosening of the acetabular cup. There is no new additional information that would affect the outcome of the investigation.

Event description:
Patient was revised. The reason for revision was not given. Update (B)(4) 2011 - litigation papers received. There is no new additional information that would affect the investigation. Update (B)(4) 2012 - plaintiffs preliminary disclosure form was received, which identified lot and doi information for the left hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update (B)(4) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information for the left and right hips. The doi for the right hip was also identified. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.